Event description:
A customer reported that their pump screen was dark and would not turn on. Although the specific blood glucose value at the time of the issue was not known, there was no adverse impact on the customer's blood glucose level. Technical support instructed the customer on various troubleshooting steps, including plugging the pump into a power source, but the display remained unresponsive. Ultimately, technical support decided to replace the pump as it was under warranty. The customer was advised to use multiple daily injections as backup insulin therapy and understood the instructions to return the problematic pump with a pre-paid label.